Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the distal idler pulley. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys do not show thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing there was yellow plastic melted onto wire of the permanent cautery hook instrument. There procedure was completed with no reported injury.